Event description:
It was reported that the pump's usb port was damaged, resulting in difficulties charging the pump. The customers blood glucose level was 236 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.